Event description:
It was reported that shaft detachment occurred requiring additional intervention. The 75% stenosed target lesion was located in the severely tortuous and non-calcified distal celiac artery. A 5.0mmx15mmx150cm express vascular sd was selected for treatment. During the procedure, it was noted that the device was unable to cross the lesion. Upon removal, it was noted that the shaft was completely detached inside the sheath. The proximal side was pulled by hand. The detached part was grasped with a snare catheter, and it was removed from the body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the shaft is separated 132cm from the hub. There are multiple kinks at the separation. The stent is damaged. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that shaft detachment occurred requiring additional intervention. The 75% stenosed target lesion was located in the severely tortuous and non-calcified distal celiac artery. A 5.0mmx15mmx150cm express vascular sd was selected for treatment. During the procedure, it was noted that the device was unable to cross the lesion. Upon removal, it was noted that the shaft was completely detached inside the sheath. The proximal side was pulled by hand. The detached part was grasped with a snare catheter, and it was removed from the body. The procedure was completed with another of the same device. No patient complications were reported.